Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the issue was unable to be duplicated, however the power supply had low voltage. The power supply was replaced and the system was fully functional. Evaluation of the returned power supply found no fault with the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not take any exposures. There was no patient involved.